Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the pacemaker-dependent patient presented in-clinic, loss of capture was observed. The patient was asymptomatic. The pace/sense portion of the lead was capped. Defib portion of the lead remains active. The patient was stable before, during, and after the procedure and will continue to be monitored.